Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic choledocholithotomy according to the reporter: the customer states, the distal end of trocar was considerably tapered. During use with this one, the black surface part of the forceps got peeled off. Then peeled part of forceps fell into the cavity of patient. It damaged three of forceps in the same way. Confirmed any piece of forceps could be retrieved and nothing left in the patient. Using another, the case was completed with no problem. After procedure when me inspected the concerning products that was used in the case and also those stored in the customer, such a tapered defective one cut his hand. As a total there were five defective ones of the same failure were confirmed in the customer. Operating time extended: unknown. Tissue damage: no. Nothing fell into the cavity, no bleeding.